Manufacturer narrative:
(B)(4). Conclusion: a needle that broke at the point end was submitted for this evaluation. A visual inspection revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. A visual inspection was performed on one additional needle returned for evaluation. There were indents and scuff marks found on this needle; there were no signs of manufacturing defects found on this needle.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2011 and suture was used. The needle tip broke off during use. The broken tip might be retained inside of the patient's body. A same like device was used to complete the procedure. This no plan to remove the needle tip.